Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation in an open pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap of a homechoice automated pd set with cassette (drain line) was missing. This was noticed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.